Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bag with water and firmly squeezing the bag. No leaks were observed from the bag. The reported condition was not verified. A batch review was conducted and it was found that during manufacturing, there was a leak test failure due to the spike not being submerged in the proper amount of cyclohexane before application of the spike. The affected units were scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spike separated from an exactamix eva total parenteral nutrition (tpn) bag which resulted in a leak. This event occurred during setup and before patient use. There was no patient involvement. No additional information is available.